Event description:
It was reported that during the pre-discharge check, high rv threshold was observed. The patient was brought to the cath lab and the lead was disconnected from the device to be tested via an analyzer. The tests showed low sensing and intermittent capture at maximum output. The lead was successfully repositioned and measurements were in normal range. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.